Event description:
I have been using covidien monoject standard hypodermic needles, 27gx1-1/2", (B)(4), lot 323198x. I have been instructed to use these for deep-im injections of diphenhydramine in the lateral thigh or gluteal region, and have done so for years. On (B)(6) 2014, I was self-injecting into the left thigh, and the needle disconnected from the hub, remained lodged, unexposed, inside my thigh. I was forced to visit a local ed, and was eventually sent to orthopedic surgery ((B)(6) 2014), where it was removed as an emergency operation early in the morning of (B)(6). It appears the needle assembly was defective, since the needle did migrate several inches within the thigh. He noted that it might have been life-threatening, had it migrated a greater distance, particularly to the heart, lungs, other internal organs, or simply pierced a vessel, resulting in internal bleeding.